Event description:
User adhered pad to her pajamas (unable to confirm if it was inside or outside of material) and used while sleeping. User stated when she woke up, she had a severe burn on her shoulder. She went to the doctor and was given silvadene for a burn the size of a quarter to a half dollar.

Manufacturer narrative:
Pad requested but not received from user. User reported pad was used while sleeping. Instructions state: " 2. Remove the paper from the adhesive backing to adhere the pad to clothing. Do not adhere the pad directly to the skin. Remove the pad immediately if it becomes too warm and uncomfortable."if not used correctly, burns may occur." " do not use on infants, on frostbitten or desensitized skin, while sleeping, on bruising or swelling that have occurred within the last 48 hours." While the company does not believe that the events described above constitute a 'serious injury' within the meaning of the regulation, the company has elected to submit this report.